Event description:
Carealert received for alert for right ventricular pacing impedance out of range. Rv unipolar lead impedance warning on (B)(6) 2020 of 190 ohms. First alert for rv unipolar lead impedance triggered (B)(6) 2020 for 190 ohms. Other previous alerts viewed by clinic on dates ((B)(6) 2020). Patient is programmed bipolar pace/sense. Available lead and battery measurements within expected range. Current (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).